Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between his sensor glucose and blood glucose readings. He stated that the readings become more accurate after the first day of changing his sensor. The customer stated his sensor glucose would be 85 mg/dl with a low predictive alert but no alarms and his blood glucose would be 60 mg/dl. He also reported that his overtape would peel off and that he would experience slight skin irritation. No additional information provided.